Manufacturer narrative:
Device was received with a critical pump error alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received critical pump error that was broken force sensor error alarm. Customer¿s blood glucose level was 200 mg/dl. Customer reported that they had little high blood glucose level. The insulin pump was not exposed to high magnetic field. Customer was assisted in clearing the alarm however, customer did not want to troubleshoot for high blood glucose level. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.